Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak, not usable. The problem occurred during use and there was patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 11/21/2025. H3 and h6. Codes: updated. Device evaluation: received for investigation three (3) new unused cleo infusion sets. As received, no physical damage or other anomalies observed. The returned sets were leak tested with no sign of leaking. Unable to confirm the customer complaint of leak. And the samples used by the customer were not returned for evaluation. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.